Manufacturer narrative:
Date of initial report: 5/14/2009.

Event description:
Procedure: ex-lap for gun shot wound. Repair / re-anastomosis of bowel. According to the report: the patient underwent surgery after multiple gun shot wound trauma and no issues were noted with the stapling site during surgery in 2009. The patient was returned to the or for abdominal washout and re-anastomosis four days later. In the same month, the anastomosis was found to be open and was leaking. The staples were found formed properly with the appropriate b-shape. The patient is at the ICU and will need additional treatment at the facility. No further patient details have been provided. The report will be modified as soon as new relevant information is obtained from the user facility to make the report complete.